Manufacturer narrative:
The expertise of the returned device revealed that the interrogation failure resulted from damages of the protective components (including the input protective diodes) and from other components with a high overconsumption. These damages are typical from application of external defibrillation shocks.

Event description:
On (B)(6) 2015, patient was found in cardiopulmonary arrest condition and transported to the hospital by an ambulance due to loss of consciousness. Pacemaker check was performed at the hospital: the pacemaker could not be interrogated and did not react to magnet application. Spontaneous heart rate was confirmed at approximately 70bpm. Patient passed away on (B)(6) 2015, reportedly due to ventricular fibrillation. The pacemaker was extracted and will be returned for analysis.

Event description:
On (B)(6) 2015, patient was found in cardiopulmonary arrest condition and transported to the hospital by an ambulance due to loss of consciousness. Pacemaker check was performed at the hospital: the pacemaker could not be interrogated and did not react to magnet application. Spontaneous heart rate was confirmed at approximately 70bpm. Patient passed away on (B)(6) 2015, reportedly due to ventricular fibrillation. The pacemaker was extracted and will be returned for analysis.

Event description:
On (B)(6) 2015, patient was found in cardiopulmonary arrest condition and transported to the hospital by an ambulance due to loss of consciousness. Pacemaker check was performed at the hospital: the pacemaker could not be interrogated and did not react to magnet application. Spontaneous heart rate was confirmed at approximately 70bpm.patient passed away on (B)(6) 2015, reportedly due to ventricular fibrillation. The pacemaker was extracted and will be returned for analysis.